Event description:
Paramedics responded to a person in respiratory distress attended to by an als unit and ready for transport to the hospital. After they connected their device to the patient with ECG leads, loaded patient and began transport, the patient went into cardiac arrest. The device was charged and the paddles placed on the patient's chest but, according to the reporter, the device would not transfer energy to the patient. The basis for this opinion was not reported. A vehicle with a backup device was immediately called to meet them at a pre-arranged place enroute. The backup defrillator was used and the patient transported, however the patient "deceased" while continuing enroute to the hospital.